Manufacturer narrative:
Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) application is frozen, and no inputs will be accepted. They noticed that the application had stopped updating the information and that the mouse cursor could not be moved. Tech support asked them to reboot the cns. The customer stated that they did not reboot the unit and that the issue was resolved by disconnecting and reconnecting the touchscreen cable behind the monitor. No patient harm was reported.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) application froze, and it would accept no inputs. They noticed that the cns application had stopped updating the information and that the mouse cursor could not be moved. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) application froze, and it would accept no inputs. They noticed that the cns application had stopped updating the information and that the mouse cursor could not be moved. Tech support asked them to reboot the cns. The customer stated that they did not reboot the unit and that the issue was resolved by disconnecting and reconnecting the touchscreen cable behind the monitor. No patient harm was reported. Investigation summary: nk was able to confirm that the reported issue was due to a user related setup error, as the touchscreen cable was not connected properly to the device. The issue was resolved by reconnecting the cable to the touchscreen/device, resolving the issue. Nk was unable to determine a definitive root cause as to how the issue occurred, as the issue is user dependent. However, based on the reported information, it is probable that the customer could have inadvertently unplugged the touchscreen cable while cleaning the touchscreen/device.